Event description:
Related manufacturer reference number: (B)(4). It was noted that the patient had failed to capture and dislodgement issues in both right atrial (ra) lead and right ventricular (rv) lead. Besides the ra lead also exhibited decreased in sensing and rv lead exhibited failure to sense. The ra lead and rv lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.